Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging kidney disease/toxicity and liver disease/toxicity. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The remstar autoa-flex was returned to the manufacturer for investigation. Pil initiated therapy with the device and verified airflow, using a known good pil supplied power supply and ac power cord. Pil also observed customers humidifier heater plate did heat. Evidence of sound abatement foam degradation/breakdown was not observed in this device. This investigation was performed as outlined in ER 2244873 (v01). Dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Ui (user interface) knob broken. Dust-like contamination inside humidifier enclosure. Potential mineral deposits inside the water tank. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The manufacturer confirmed that there was no presence of degraded sound abatement foam. There was no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer was unable to directly address the symptoms outlined in the complaint. In this report, box d, h has been updated/corrected.